Event description:
It was reported that after a sensor change, the dexcom g6 lost connection to the ilet and the cgm did not pair, resulting in dosing stopping soon and the cgm not being paired; support guided the user to restart the sensor and toggle cgm settings from g6 to g7 and back, after which the sensor re-paired and glucose readings resumed in bg run mode. Symptoms included loss of cgm data to the ilet. Outcomes included a temporary interruption of automated dosing until pairing was restored. Investigation included remote troubleshooting and education regarding cgm pairing and bg run mode. Investigation of this case revealed a pairing and connectivity issue between the cgm and the ilet that was resolved through software setting toggles and re-pairing, with no device hardware malfunction identified. It was concluded, based on established findings for similar reports, that user-interface and connectivity factors caused the event.